Manufacturer narrative:
Device manufacture date: updated to 07/24/2018. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure. A visual and microscopic examination was performed on the returned gladiator device. The returned device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was identified in the balloon material approximately 11mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the damage identified. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, upon inflation at 6 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 10.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, upon inflation at 6 atmospheres for 10 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.